Manufacturer narrative:
(B)(4). Bard MDR#: 1018233-2010-00125. MDR ref#: 9615472-2010-00054 (avaulta posterior biosynthetic support system). (B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and poster repair procedure for treatment of stress urinary incontinence and pelvic organ prolapsed. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.